Event description:
It was reported that the user experienced sustained hyperglycemia with highest glucose of 318 mg/dl while using the ilet and cgm, with vomiting and dry heaving, and required assistance to change the infusion set and reconnect the system; no device alerts above 300 mg/dl were reported and no backup therapy was used. Symptoms included nausea, vomiting, and hematemesis as reported by the user. Outcomes included hospital admission and subsequent recovery with ilet therapy resumed; the hospitalization was reported as not related to the ilet or diabetes. Investigation included technical support review, user education, and device use troubleshooting, including cgm pairing and cartridge and tubing change. Investigation of this case revealed that the event was not attributed to a device malfunction and that the user¿s condition improved after reconnection and continued therapy. It was concluded that the event was unrelated to the ilet device and that no device-related failure was identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.